Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 587mg/dl, and she was treated with manual injection and an insulin drip. The customer experienced vomiting, nausea, and excessive thirst. Troubleshooting was performed. The mother stated that she has high glucose for the past three days. The mother mentioned noticed air bubbles in the tubing, and the insulin pump alarmed no delivery. The caller stated that the infusion set was changed to resolve the issue. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.